Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the onset of the patient's hemodialysis (hd) treatment. The blood leak was reported to be visible in the dialysate compartment of the dialyzer. A small crack was identified on the arterial header of the device, however, no blood was reported to be leaking from the site of the crack. The machine did alarm. A blood test strip was used and it tested negative; reportedly, this was possibly due to the fact that the blood hadn't reached the dialysate lines yet. The patient's estimated blood loss (ebl) was noted as being approximately 150ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device was not available for a manufacturer evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.